Manufacturer narrative:
Concomitant medical products: evolutr-23-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and had fallen into the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.